Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's doctor had turned stimulation up so high a year ago because it was not working and it stung their urethra. Six months later the doctor said it was time to get a new one however never ended up replacing the ins. Patient told the doctor that it hurt so he gave the patient some ointment. The patient was bleeding out of their urethra. Patient has a history of urethra surgery when they were in their 20's because they have a double urethra. Patient stated the interstim caused them not to urinate at all and they would have 60% of urine left in their bladder and would be miserable trying to pee. Now that the therapy is off patient is incontinent. Patient recently had a knee replacement surgery and was under the impression they had turned therapy off prior. Patient was asking for assistance turning therapy back on again however continued to encounter poor communication message on their 3037 programmer both with and without the antenna attached. Patient services reviewed potential for end of service (eos) and redirected patient to follow up with their managing physician.